Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the spiroflex thrombectomy system (complaint device) with an unidentified .014¿ guidewire in the lumen. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. Inspection of the device revealed numerous kinks throughout the device. The outer shaft was buckled/bunched-up 1cm ¿ 18.75cm from the tip and majority of the inner lumen shaft was buckled/bunched-up. An attempt to remove the guidewire from the spiroflex device was unsuccessful due to the damaged inner lumen shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. During a thrombectomy treatment procedure within the right iliac vein, a spiroflex angiojet thrombectomy set was selected for use. After use within the patient in power pulse mode, the physician attempted to remove the catheter; however it was noted that the catheter got stuck on the guidewire. Finally the guidewire and catheter were removed together from the patient. The procedure was completed with another of the same device. No complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. During a thrombectomy treatment procedure within the right iliac vein, a spiroflex angiojet thrombectomy set was selected for use. After use within the patient in power pulse mode, the physician attempted to remove the catheter; however it was noted that the catheter got stuck on the guidewire. Finally the guidewire and catheter were removed together from the patient. The procedure was completed with another of the same device. No complications were reported and the patient status was stable post procedure.